Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that at the end of a pulsed field ablation (pfa) procedure where a farawave 31 mm - us catheter was selected for use, the physician noted a blood clot present at the tip of the catheter. First act was out of range high; second act was 315. No other clots or concerns were noted during the procedure. No medical interventions or prolonged hospitalizations were required. No more information was provided. The device is not expected to be returned for laboratory analysis, it was disposed.